Event description:
It was reported that during use with 5 bd vacutainer® sst¿ blood collection tubes the tubes were underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during use. Disadvantage: insufficient negative pressure. Quantity: 5 pieces. Impact: no adverse effects on patients and medical staff.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos for investigation. Therefore, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for low/no draw. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 5 bd vacutainer® sst¿ blood collection tubes the tubes were underfilled. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: stage: during use. Disadvantage: insufficient negative pressure. Quantity: 5 pieces. Impact: no adverse effects on patients and medical staff.